Manufacturer narrative:
Evaluation of the returned device by engineering determined that the tip experienced a shear ductile failure. The cause of the failure is undetermined. Review of manufacturing history records found a total of 4 pieces of lot qc14540-1 were released for distribution on 12/8/2016 with no deviation or anomalies. A review of complaint history did not reveal a trend for reports of this nature for this part number. The need for corrective action was not indicated.

Manufacturer narrative:
This is being reported as a serious injury (retained foreign object) due to the fractured tip of the driver being left in the head of the screw implanted in the patient. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
During a posterior revision-thoracolumbar case on (B)(6) 2017, the hex tip of the screwdriver (c2604) broke off inside of the implanted 9.5 x 80mm (39-pa-9580) screw.